Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted. Additional information was added to the following fields: a1: patient identifier, d6a: implant date.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) system exhibited farfield oversensing. Troubleshooting was discussed. This system remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) system exhibited farfield oversensing. Troubleshooting was discussed. This system remains in service. No adverse patient effects were reported.